Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported the patient obtained erratic blood glucose readings while using the insulin pump. On (B)(6) 2011 at 5:30 am, the patient's wife contacted emergency services. Paramedics arrived and treated the patient with glucose; no blood glucose readings or symptoms were provided. At 6:30 am, paramedics were called a second time and transported the patient to the emergency room, where his blood glucose level was tested to be 7 mg/dl. The patient received treatment in the emergency room, and was discharged later that day with a blood glucose level of 200 mg/dl. On (B)(6) 2011 the patient obtained the blood glucose readings of 370 mg/dl, 476 mg/dl, 405 mg/dl, 483 mg/dl and 361 mg/dl. The patient has dementia, and it was reported he "sometimes" boluses after meals. The patient's wife refused to troubleshoot the reported pump, therefore it is not possible to determine if the pump settings were correct or if the pump was functioning appropriately. It is not known the patient's technique or pump history prior to the hypoglycemic event. However, as the patient allegedly suffered blood glucose levels suggesting severe hypoglycemia and received emergency medical attention while using the pump, this complaint is being reported.